Manufacturer narrative:
Additional information: h6 - codes updated. Investigation results: as of the date of this report the complaint product was not provided for investigation. Therefore, a thorough investigation is not possible. Batch history review: the device quality and manufacturing history records have been checked for the available lot number and were found to be according to our specifications valid at the time of production. There are no other complaints with this batch number in the system. Explanation and rationale: the claimed product ga670 is not related to the claimed defect. The product ga670 is a control unit, no drill can be coupled directly to this product. The error may be in another component used with the claimed product. The cause of the error is not traceable and cannot be determined without the product. The product was manufactured on 06.02.2017 and is therefore outside of the warranty period. A check of the device history records did not reveal any deviations. Conclusion and measures / preventive measures: based upon the investigation results a clear root cause conclusion cannot be drawn. There is no indication for a material-, manufacturing- or design-related failure. In the event that the complaint product will be provided for investigation in the future, an update of this report will be provided unsolicited. Based upon the investigations results a CAPA is not necessary.

Event description:
It was reported that there was an issue with gd670 - microspeed uni control unit w/cool.unit. According to the complaint description, the bur loosened easily and felt off easily during the surgery. The patient was admitted to the emergency room at 08:00 on (B)(6) 2023 for evacuation of intracranial hematoma under general anesthesia with endotracheal intubation. During the operation, the cranial electrodynamic system drill bit and milling cutter were connected. It was found that the buckle at the drill bit joint was loose and the drill bit was easy to fall off during the use. In order not to affect the operation, the operation was continued by changing to other equipment. This event may have prolonged the operation time of the patient. Patient harm was unknown. Additional information was not provided nor available. The malfunction is filed under aag reference (B)(4).

Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.